Manufacturer narrative:
This report is submitted on 15 january 2021.

Manufacturer narrative:
This report is submitted on october 2, 2020.

Event description:
As per clinic recipient experienced a decrease in sound quality. Reprogramming measures were advised to the clinic but with no improvements. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.